Event description:
The customer reported that the system would not boot. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced during the service call. The system was tested and found t obe working as intended and put back into service.